Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. Information was reported that the caller mentioned her notes indicated that the device is "not working". The caller said she doesn't know if this is true or not and did not have any additional information. No further complications were reported. No patient symptoms were reported.